Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a device replacement procedure, the right atrial (ra) lead exhibited low impedance measurements. During the procedure, insulation damage was noted. The damage was fixed and all measurements were appropriate. This lead remains implanted. No adverse patient effects were reported.